Manufacturer narrative:
(B)(6) h3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. The device was decontaminated. The screen has scratches, missing battery cap, missing syringe cap, and cracked syringe port. Primary problem of system fault was duplicated during functional testing. The most probable cause is due to intermittent motor. Replaced the motor to correct the issue. The device passed all functional tests after the repair.